Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant medical devices: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)), lasso catheter ((B)(4)), and a soundstar eco catheter ((B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an afib, atrial fibrillation procedure with an ez steer thermocool sf nav catheter, suffered cardiac tamponade which required a pericardiocentesis and approximately 500 ml of fluid were removed. The pericardial effusion was noticed as the patient's blood pressure dropped and heart rate increased and it was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition and was transferred to the ICU then discharged from the hospital the next day as scheduled. Two transseptal punctures were performed with (B)(4) needles and the transseptal sheaths were (B)(4) either 8f or 8.5f. The rf generator was on manual mode with a power setting of 35 watts. The approximate impedance was 120 ohms. The physician's opinion regarding the cause of this adverse event is that this is procedure related and the patient's health condition (the patient was obese and had high blood sugar levels) might have contributed to the event. The physician did not believe any biosense webster product caused the ae event. However, since the ez steer thermocool sf nav catheter was present during this procedure, bwi takes conservative approach and reports this event under the ez steer thermocool sf nav catheter. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with an ez steer thermocool sf nav catheter, suffered cardiac tamponade which required a pericardiocentesis and approximately 500 ml of fluid were removed. The pericardial effusion was noticed as the patient's blood pressure dropped and heart rate increased and it was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.